Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the previously submitted description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the non-boston scientific right atrial (ra) lead. In addition, there was intermittent pacing impedances spikes. This crt-d remains in service. No adverse patient effects were reported.